Event description:
(B)(6) 2017 open reduction and internal fixation of right 3 part proximal humerus fractures. On (B)(6)2017 at 2 week post op appt, pt continues to complain of pain. X-ray on (B)(6)2017 "shows that her humeral head has lost complete position with screw falls at home post-op. On (B)(6)2017, pt back to operating room for hardware failure of right proximal humerus orif proximal humerus fracture; right reverse total shoulder arthroplasty with removal of hardware.